Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the event was 800 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she has also been experiencing pain in her body, resulting from neuropathy. The customer also stated that she has also been suffering from other complications of diabetes. The prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.